Manufacturer narrative:
This event was reported by the nurse. It was reported that the physician is dr. (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed for the polyp removal on (B)(6) 2021. During the procedure, the clip did grasp and lock onto tissue, but was difficult to release from the catheter to deploy. Following the issue, it was observed that the yoke fell off into the patient. This device was able to deployed onto tissue, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The customer provided a photo showing the yoke detached inside the patient.